Event description:
Device 1 of 3: reference MFR report: 1627487-2012-04311, reference MFR report: 1627487-2012-04312. The pt received two leads with different lot numbers. It was reported the pt was not receiving adequate stimulation and one lead had invalid contacts. The physician tested the pt's two leads during the surgical procedure, and replaced the suspect lead. During the procedure, the physician was unable to connect the leads to the existing ipg. It was reported the physician tried multiple attempts until the silicone insert came out of the ipg header. The physician felt the ipg was compromised, and replaced the ipg. Both leads will be reported since it is undetermined which lead was replaced.

Manufacturer narrative:
Evaluation: results: the ipg was returned with the top setscrew upside down in the connector block. The clinician manual states not to loosen the setscrew in the connector more than a quarter turn at a time while trying to insert the lead. Retracting the setscrew too far can cause the setscrew to come loose and make the connector assembly unusable. Hence, this is considered to be a user error. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.